Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that this mesher was opened for a starting case. It was found to have a bent and damaged comb. Another set was opened that was found to be okay and used for the procedure. Nothing was used in a procedure that wasn't working. There was no harm or delay. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the skin graft mesher sn (B)(6) by dover on 22 june 2020 revealed that the comb was damaged. The pre-repair calibration and test cut could not be performed due to the damaged comb. Product repair: repair of the device was performed by dover on 22 june 2020 which included replacement of the following: comb the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.